Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Product family: scs-linear leads: upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 17116351, UDI: (B)(4). Product family: scs-linear leads: upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 17116351, UDI: (B)(4). Product family: scs-linear leads: upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 2000010095, UDI: (B)(4).

Event description:
It was reported that the spinal cord stimulation (scs) patient was reported to have experienced lead fracture, which resulted in inadequate stimulation. The patient subsequently underwent a revision procedure in which all leads were explanted and replaced. Postoperatively, the patient is recovering well. In accordance with facility policy, the explanted device will not be returned.

Manufacturer narrative:
Correction to the initial MDR in block(s) h6. Block b3: approximated based on the date the manufacturer became aware of the event. Product family: scs-linear leads upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 17116351, UDI: (B)(4). Product family: scs-linear leads upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 17116351, UDI: (B)(4). Product family: scs-linear leads upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 2000010095, UDI:(B)(4).

Event description:
It was reported that a spinal cord stimulation (scs) patient experienced lead fracture, resulting in inadequate stimulation. To address this, the patient underwent a revision procedure during which all leads were removed and replaced. The patient is recovering well postoperatively. In accordance with facility policy, the explanted device will not be returned.